Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported their endogator tubing was leaking water during a patient procedure and observed a "hole" in the tubing. The leak was quickly contained. The procedure was completed successfully following a short delay using an additional endogator tubing. No report of injury.